Event description:
During a breast augmentation, the surgeon placed the cautery device on the pt and allowed the tip to rest on the skin. A burn resulted.

Manufacturer narrative:
The pt was undergoing a breast augmentation. It was reported the surgeon placed the cautery pencil down on the pt's skin thinking it had a protective tip. The pencil was not placed in a holster in between use. A small area of the nipple was charred. The charred tissue was removed and silvadene cream was prescribed. The tissue healed without complication. The sample was not returned for eval. There is no info to suggest any defect or malfunction of the device. We have determined the root cause to be user error. No corrective action is indicated at this time.